Event description:
Customer reported that he experienced low blood glucose for 8 weeks and was hospitalized twice. The blood glucose readings were 27 and 17 mg/dl at the time of admissions. Customer stated that he might have accidentally given himself a bolus in the middle of the night. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.